Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from the user which said it had been occurred the error b30, omsc determined there was the possibility this phenomenon was attributed to dust or water droplets adhering to the electrical contacts with the scope, loose cable connections, or abnormality on the circuit boards. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing. The user also reported that its malfunction occurred when the subject device connected to one specific endoscope. There was no patient injury associated with this report.